Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the sphb result is lower than before. Sensor with part number 3395, ID code "l" is lower than sensor code "k". The customer had also compared with a medical biochemical device and their result was lower as well. No known impact or consequence to patient.